Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a resolute onyx drug eluting stent to treat a severely tortuous and calcified lesion located at the ostium circumflex, exhibiting 100% stenosis (cto). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. There were no difficulties noted when removing the protective sheath. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent dislodged occurred during delivery to the lesion. The stent was not removed. It was described that the physician used other onyx stents and apposed the non-deployed onyx stent to the vessel wall. The device passed through a previously deployed stent during positioning, which the physician believes caused the dislodgement. Patient is alive with no injury.